Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found scratched lcd lens, bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal and worn labels. This device has not been serviced within the review period. There was no applicable evidence to review in the event log. The reported problem was not verified by functional testing. No problem found. No action needed to correct the reported problem. Performed a standard preventative maintenance. The device passed all functional tests after the repair.

Event description:
It was reported that the unit did not see a cassette being attached. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.